Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the surgeon side console (ssc) common computer controller (ccc) to resolve the reported issue due to reoccurrence of 319 error. The ssc ccc was returned for failure analysis and the error was confirmed in lighthouse system logs but could not be reproduced during testing. Visual inspection found the unit was returned in good physical condition. The unit was installed, successfully programmed, and tested in a dv5 in-house golden system. No issues were observed, and no errors were triggered during startup. Multiple power cycles were performed without issue. Left the system idling over the weekend in normal mode with no errors or failures observed. Checked for optic light levels and all values were in expected range. Based on these tests and findings, failure analysis concluded that no trouble was found with this ssc ccc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) viewer to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. This viewer was returned for failure analysis and the reported errors at startup was confirmed but not replicated. Checked lighthouse and found that errors 307 and 319 both occurred multiple times and are pointing to the viewer, confirming reported event. Performed visual inspection and found no problem related to reported issue. Installed viewer on an internal equipment, fixture, or tool (eft) system and viewer functioned as designed. Power cycled several times and received no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the site was experiencing errors at power up, with numerous errors related to the viewer on the first surgeon console. The tse instructed cycling the breaker at the rear of the first console and performed multiple system restarts, but the same error behavior persisted. Troubleshooting then proceeded by powering and operating the system without the first console connected, and the system was confirmed to function normally in that configuration, allowing use of the system with only one console. There was no patient involvement.